Event description:
It was reported that thebd microbore¿ tri-fuse extension set was leaking. The following was received by the initial reporter: verbatim: another leaking filter for the new lot omit just sent, lot# 23059215. We have only used a handful of the new lot and found another leaking filter for mz 9270, same issue drops accumulating from the vent hole on the filter. Additional info from customer: (07-july-2023). What is the number of occurrence? To date: 5 occurrences (I have mailed 2 back, have the last one and will mail today, other 2 were not saved). Please provide the event date: 7/5/23. Are you able to provide samples to bd for investigation? If no, can be a photo provided? Yes, in the mail today. Is there any adverse event occurred? Baby had to have new tubing changed and delay in tpn infusion. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. Tpn delay of 10-20 minutes while new tubing primed. Is there any patient harm, injury, or negative outcome that has not already been discussed? No that I'm aware of to date. No evidence of infection. Is there any damage can be observed on the products? None.

Manufacturer narrative:
Investigation summary: no sample received by the customer for investigation. It was reported by customer that another leaking filter for the new lot, lot# 23059215. They have only used a handful of the new lot and found another leaking filter for mz9270, could not be verified due to the product not being returned for failure investigation. A device history record review for model mz9270 and lot number 23059215 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that thebd microbore¿ tri-fuse extension set was leaking. The following was received by the initial reporter: verbatim: another leaking filter for the new lot omit just sent, lot# 23059215. We have only used a handful of the new lot and found another leaking filter for mz 9270, same issue drops accumulating from the vent hole on the filter. Additional info from customer: (B)(6) 2023. What is the number of occurrence? To date: 5 occurrences (I have mailed 2 back, have the last one and will mail today, other 2 were not saved). Please provide the event date: (B)(6) 2023. Are you able to provide samples to bd for investigation? If no, can be a photo provided? Yes, in the mail today. Is there any adverse event occurred? Baby had to have new tubing changed and delay in tpn infusion. Did the event interrupt the administration of any medication, or cause a clinically significant delay in medication, that negatively impacted the patient? If yes, please provide details. Tpn delay of 10-20 minutes while new tubing primed. Is there any patient harm, injury, or negative outcome that has not already been discussed? No that I'm aware of to date. No evidence of infection. Is there any damage can be observed on the products? None.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.